Manufacturer narrative:
(B)(4). Date sent: 3/13/2020. Investigation summary the device was returned with the bottom portion of the I blade out of the lower jaw channel; the lower jaw channel was damaged. The device was connected to the generator and it was recognized. Because of the condition of the device not all functional testing could be performed with the generator. The jaw was unable to cycle open and close. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a lap hysterectomy, the surgeon placed the jaws of the instrument on the ovarian ligament. He noted that the jaws were difficult to open and close. He asked that another device be opened. The second device also felt difficult to open and close on tissue. It activated once and on the next use, the jaw broke off of the instrument. All pieces of the device were retrieved from the patient. A third device of a different lot number was opened and used successfully. The patient did not have a metal contraceptive device implanted previously and there were no metal clips. The procedure was delayed by five minutes and completed with no patient consequences reported.